Manufacturer narrative:
Device was received with a blank display, problem isolated to the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device also received with severely cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails.

Event description:
The customer reported via phone call that insulin pump cracked near the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Insulin pump had cosmetic damage. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.